Event description:
Information was received that a smiths medical endotracheal tube's cuff does not indicate that the inner cuff is active.

Manufacturer narrative:
Five portex® endotracheal tubes were returned; three samples were received in new condition and two samples were returned in used conditions. No discrepancies were found upon visual inspection. Functional testing was performed by inflating the syringe while submerging under water; leakage was observed coming out from a small tear in the cuffs of the two used samples and discrepancies were noted with the 3 unused samples. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed by reviewing line clearance, training records and fit inflation line and leak test; all were deemed adequate. Tracheal inflation line and leak tests were performed on (B)(4) units from manufacturing process; no discrepancies or leaks were found. Based on the evidence the complaint was confirmed. However, the root cause is unknown.